Event description:
Caller reported a malfunction on the pump, which was identified with a malfunction code 5 and was not resettable. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.